Manufacturer narrative:
Additional information was received on october 17, 2018. A heart catheterization was performed, and myocardial infarction was excluded. However, coronary spasm was identified. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular tachycardia which required cardioversion, cardiac arrest requiring cardiopulmonary resuscitation (CPR). Surgical intervention (heart catheterization) was also required. During the procedure the patient¿s blood pressure dropped and then went into bradycardia. The patient then developed ventricular tachycardia and required cardioversion. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was administered. A slow beat was attained, and intracardiac echo (ice) was used to look for a pericardial effusion. No effusion was observed. An intervention cardiologist was engaged, and st segment elevations were noted. A left heart catheterization was in progress at the time of the call (diagnostic only). The patient was reported to have fully recovered. According to the physician, the event was related to the underlying patient condition. There¿s no information regarding extended hospitalization. No bwi product deficiencies were reported. The patient¿s pre-procedure diagnosis was atrial fibrillation (afib). Follow up to obtain additional details regarding the event is in progress. Should any new information be obtained it will be assessed and processed accordingly.